Event description:
It was reported that during a procedure the caliper was found rusted at the numbers. Consultant checked the set and another caliper was found rusted. This is report 2 of 2 for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received. Device history record review revealed no issues that would contribute to the reported issue. The suppliers certification indicate the correct material and hardness values were obtained. Visual inspection of the caliper revealed the graduation marks on the slider and the head of the screw are rusted. The etches on the body are not rusting. The components in question are passivated, the supplier records indicate these processes were performed per the synthes procedure. Conclusion: the complaint is indeterminate from a mfg standpoint because passivation is defined as a special process.